Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020151 were revewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples from cov2020151 were tested and met the qc criterion. The issue was not found with the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal. Investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result(s). Customer took two different tests take at the same time, quickvu and tested positive and flowflex and tested negative. All tests the c line showed up. MDR# (B)(4).

Event description:
False negative result(s). Customer took two different tests take at the same time, quickvu and tested positive and flowflex and tested negative. All tests the c line showed up. MDR# mw5114158.